Event description:
It was reported that the insulin pump was under delivering. Customer reported high blood glucose causing hospitalization. The customer was assisted with troubleshooting.¿the device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.